Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A trial patient reported the basic evaluation leads had migrated. The patient stated they couldn't feel the stimulation past 5.2 on the left side and 5.6 on the right side. The patient stated they received the error message ¿cannot provide you desired setting, call your clinician¿. Additional information from the patient reported they had pain at the lead site that was not stimulation related. It was noted the patient they began the basic evaluation on january 16th 2017. The indication for use is unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device correction made to lead model number.